Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# unknown, implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that an intraoperative impedance check revealed 40000 ohms or greater on some of the patient¿s electrodes. It was stated that the ¿connection check also showed abnormality.¿ however, when the patient¿s position was changed, ¿the electrode that had an abnormal impedance and the part that had an abnormality in the connection check changed.¿ it was noted that the ¿impedance abnormality might be caused by that air had entered¿ and that this may have led or contributed to the issue. The lead was removed from the implantable neurostimulator (ins), wiped, and reconnected to the ins. It was noted that no particular actions or interventions were planned and that the issue remained unresolved at the time of report. The physician observed the event severity level to be ¿not severe¿ and observed the caused to be that ¿it seemed that air had entered and an impedance abnormality occurred.¿ there were no surgical interventions planned or performed and the failed back surgery syndrome (fbss) patient was alive with no injury at the time of report; the patient was under observation at the time of report. No complications were reported or anticipated.